Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead also developed a fracture at the first rib/clavicle location while in vivo.

Event description:
It was reported that the left ventricular (lv) lead had high impedance and a fracture was confirmed. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.